Event description:
It was reported that stent damaged occurred. The vascular access was obtained via the femoral artery. The 85% stenosed, 38mmx3.5mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the mildly calcified proximal left circumflex (lcx) artery extending to the mid lcx. A 3.5 7fr non-bsc guide catheter was introduced. After the non-bsc guidewire has crossed the lesion, predilation was performed with a 3.0x20mm apex balloon catheter. Subsequently, a 3.50x38mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the physician noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).